Event description:
It was reported that this implantable lead exhibited appropriate threshold measurements during implant testing. However, threshold measurements increased and continued to rise in the week following implant with intermittent lead continued to rise to 4.5v@1.0ms. Sensing and pacing impedance measurements appeared to be more stable than implant results. A revision procedure was attempted to reposition the lead. Three placement efforts were made and then the helix would no longer retract in a normal fashion. Therefore, a boston scientific replacement lead was utilized and successfully implanted with stable threshold measurements. No additional adverse patient effects were reported.